Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery, the unit wrinkles the skin instead of stretching it. After final assessment, the cutter failed the sample mesh test during evaluation. There was no patient involvement. Due diligence is complete.